Manufacturer narrative:
Additional information: cec adjudication was updated to mi - vessel unknown. Cec commented that the pda stenosis is unchanged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug eluting stent was implanted in rca. Approximately one month post procedure, patient suffered hypertensive crisis and was treated with medication. Patient recovered. Cec adjudicated the event an non-q wave mi 3rd udmi spontaneous of the target vessel. Investigator and sponsor assessed event is not related to device or anti platelet medication.